Event description:
It was reported that approximately 7 years and 3 months following the implant of the transcatheter bioprosthetic aortic valve the patient presented to the emergency department via emergency medical service (ems) from a skilled nursing facility due to  ¿severe¿ chest and back pain associated with shortness of breath which lasted approximately one hour. The troponins were elevated and measured 1.431 -> 2.913 -> 9.520. The pro-b-type natriuretic peptide (probnp) elevated to 13,335. There was no significant electrocardiogram (ECG) changes. A non-st elevated myocardial infarction was reported. Cardiology was consulted with a cardiac catheterization recommended. The family indicated the catheterization would be against the patient¿s goal of care. An echocardiogram showed new left ventricular (lv) wall motion abnormalities with decreased lv function. An intravenous anticoagulant drip was administered. After further discussion, the family declined intervention. There were no other reports of chest pain during the admission. The code status was do not attempt resuscitation (dnar). The patient was discharged back to the skilled nursing facility 4 days following admission. A daily low dose aspirin was to continue. The event resolved without sequelae. The physician indicated the event was unlikely related to the transcatheter valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.